Event description:
On (B)(6) 2022, a spontaneous report from the united states was received via telephone from a 77-year-old male who used a thermacare lower back and hip l/xl 8hr heat wrap. Medical history include pain. Further medical history and concomitant products were not provided. On (B)(6) 2022, the consumer topically applied a thermacare lower back and hip l/xl 8hr heat wrap to his lower back. On (B)(6) 2022, after using the product, the consumer took a shower and felt a burning sensation from a dime size area on his lower back. The area looked like a burn. The heat wrap was intact and without any tears. On (B)(6) 2022, the consumer called a doctor and a nurse advised him to apply aloe vera cream to the affected area. As of (B)(6) 2022, the consumer anticipated making an appointment with her physician. No additional information was provided.

Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.